Manufacturer narrative:
The insulin pump was unable to rewind and alarmed due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error that told her that delivery had stopped and the pump settings were unchanged. Customer's blood glucose was 8.0 mmol/l. Customer stated that the pump was not exposed to any strong magnetic fields. Customer was unable to rewind the pump. Customer stated that when she clear the alert, the pump asks her to rewind and then gives her the same error message. The customer was advised that the insulin pump will need to be replaced.